Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged. As a result, the balloon would not remain inflated. A replacement accessory unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed and there was no nonconformance associated with the lot number. (B) (4).